Manufacturer narrative:
Concomitant medical products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009 product type: lead. (B)(4).

Event description:
The healthcare professional reported that the patient's implantable neurostimulator (ins) was explanted. The ins was removed and replaced with a pump because the ins was not working. It was reported that the healthcare professional was going to conduct a brain scan on the patient. There were no reported patient symptoms. It was thought that the procedure was done in (B)(6) 2014, but the record shows the ins was removed and the pump was implanted in (B)(6) 2014. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome and multiple back operations.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had multiple mris done in the past without any issue, and the healthcare professional had ordered an MRI of the brain due to a mass growing. The spinal cord stimulation system was explanted because it was not covering the patient's pain and the battery was no longer good. If additional information is received, a follow up report will be sent.